Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple wall adapters. In addition, it was noted that the battery was depleting quickly. The pump battery depleted from 70% to 5% in approximately 15 minutes. The customer's blood glucose level was 132 (mg/dl). A bolus was delivered. It was indicated that the customer would continue to use the pump until the replacement pump was received.